Event description:
During a procedure for a total cystectomy a device did not load properly when it still contained 5 clips and was replaced with a new applier. The defective applier was test fired over the instrument table. Customer alleges a black segment of the feeder fell off. Patient was x-rayed with no indication of a segment found in the body. Customer alleges they collected the remaining pieces of the feeder and found there were pieces missing. There was no adverse patient outcome reported.

Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device has been received and currently being evaluated. The device has bene returned for evaluation; however; investigation is in-progress. Additional information: device is labeled as sterile, single use, disposable. The applier contains 20 sterile clips. Based on the complaint description, it cannot be ruled out the end user had reused the applier; "device did not load properly when it still contained 5 clips and was replaced with a new applier." The feeder which allegedly broke is made of polycarbonate; per the msd it does not contain any reportable hazardous materials. A follow up report will be forwarded when the investigation is completed.